Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent pericardiocentesis due to tamponade which may have been caused by perforation during the lead placement. Both leads remain in service. No further patient complications have been reported as a result of this event.